Manufacturer narrative:
The customer provided an image for review, no device is to return for evaluation. The image was reviewed with the service and repair technician specialist. No discernable markings were observed in order to confirm the reported complaint. A device history record review cannot be performed at this time as the lot number for crwtbss was not provided nor was the product sent in for inspection. The reported complaint is unconfirmed. Root cause cannot be determined due to the lack of information received. Linked to mfg report numbers: 3004608878-2019-00009 and 3004608878-2019-00010.

Event description:
This is 1 of 3 reports. The customer reported that the crwtbss (crw trunion reticle set) with the circular engraving has not been visible in x-ray for the last three (3) deep brain stimulation (dbs) cases. Inspection of the device showed that it had no x-ray-opaque filler in the engraving. The filler in the reticle has fallen out. The customer reported the reticles they have has been used the same number of times and cleaned in the same way after every use. Additional information has been requested.